Manufacturer narrative:
Product ID 37754, serial# (B)(4); product type recharger product ID 37746, serial# (B)(4); product type programmer, patient product ID 39565-65, serial# (B)(4), implanted: 2013 (B)(6); product type lead. (B)(4).

Event description:
It was reported, the patient was having trouble getting their unit to fully charge. It was noted, the problem began one month prior to report. It was reported, the patient will charge for 3-4 hours and only gets 1/4 to 1/2 charged. It was noted when the patient turns on their unit it only works for about an hour before the stimulation stops. It was reported, the patient charged their device two days prior to report and it is already dead. It was noted, the patient¿s health care provider (hcp) checked their device and they are only using it 1% of the time and that their battery was low. It was reported, the patient will lose stimulation all of a sudden and then it comes back on and runs for a little bit and then shuts off again. It was noted, the patient has an appointment in one month and a manufacturer representative will be present to troubleshoot.